Event description:
Procedure type: right hemicolectomy. According to the reporter: the device was fired but the staples did not close. This required re-stapling over the same staple line with another stapler. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated bleeding of over 500cc.

Manufacturer narrative:
(B)(4).